Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the following was determined: 1. The root cause of the broken knob wire/forceps elevator wire (k-wire) could not be determined. However, it is likely that the broken k-wire was due to a complex breaking mode of brittle and fatigue breaking. The cause of the brittle breaking was likely due to the following handling: incompatible endo therapy accessories (which are thick or hard) were used, forceps elevation operation was performed with excessive force, forcible insertion/withdrawal were operated while the endo therapy accessories were in the raised position to its maximum, and/or the scope was left or stored while the forceps were elevated. Fatigue breaking is considered to have occurred due to repeated operations including the above, which resulted in gradual deterioration. 2. The root cause of the wire fixation pin defect could not be determined. The wire fixation pin was found to be gone while checking the above subject described in #1 (see above). Since the k-wire functions to prevent the pin from being detached; the cause of the event is likely due to the breakage of the k-wire. This disabled the pin to be fixed, which resulted in detachment of the pin. 3. The root cause of the white stain (adhered to the opening section of k-wire channel at the distal end) could not be determined. The component analysis of the collected stain revealed that the ingredient¿s wave form resembles the component wave of contrast agent urographin®. It is likely that the contrast agent used by the facility could have caused the event. However, the user¿s reprocessing method was handled according to the instruction manual at the facility. The supplemental report includes a correction to d8 and g2. Information added to d8 and g2 that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure the device broke. Details of the breaking of the device, including if the breakage was inside the patient, are not known. The procedure could not be completed. The procedure was rescheduled for the next day and completed with a substitute device. There was no harm or adverse impact to the patient by this event nor the postponing of the procedure to the next day. The patient status was fine. Information on whether an extended hospital stay was required is not known. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. Patient information is not available.

Manufacturer narrative:
The returned device has been evaluated. This supplemental report is being submitted to provide this information. The device evaluation is completed. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the tip wire fixing pin of was fallen off. In addition, there was presence of dirt in the forceps elevator channel. This is attributed to insufficient cleaning. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.